Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9031833. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in had a needle through the catheter. "At 14:00 on (B)(6) 2021, the patient underwent venipuncture with a closed indwelling needle with automatic retracting tip as instructed by the doctor. When the needle was withdrawn, the needle was found to protract from the side of the catheter tube and blood flowed spontaneously from the damaged area. The patient was replaced with a new needle and the puncturing was successful. Adr# 111232200202100075".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima" safety system with removable prn 24 ga 0.75 in had a needle through the catheter. "At 14:00 on (B)(6) 2021, the patient underwent venipuncture with a closed indwelling needle with automatic retracting tip as instructed by the doctor. When the needle was withdrawn, the needle was found to protract from the side of the catheter tube and blood flowed spontaneously from the damaged area. The patient was replaced with a new needle and the puncturing was successful. Adr# (B)(4)."